Event description:
It was reported that the asymptomatic patient presented for in clinic follow up. A device interrogation revealed loss of capture exhibited by the right ventricular lead. Conductor fracture was suspected. The patient was scheduled for explant and the lead was replaced. The patient was stable before, during, and after the procedure.